Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported hemopericardium could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a hemopericardium was noted during transseptal puncture. A drop in blood pressure was noted, and an echocardiogram was performed to confirm the hemopericardium. The procedure was cancelled at this time, and the patient underwent surgical intervention to fix the hemopericardium. There were no other adverse patient health consequences and the patient is stable after intervention. It is alleged that the puncture was in the wrong place and that there is no alleged complaint on the abbot device. The perforation is located on the roof of the right atrium. It was noted that the patient has a prior history of stent placement.